Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from chest pain and was diagnosed with pacemaker syndrome (loss of capture on atrial lead and frequent p-wave retroconduction). The patient was hospitalized and this lead was replaced. Should additional information be received, this file will be updated.